Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. Device analysis of the purge disc retainer was found to be broken (retainer was completely broken off). The root cause of the issue was a broken purge disk retainer.

Event description:
The complainant reported the automated impella controller (aic) would no longer work due to a broken purge disk. The aic was sent back for investigation and repair. There was no patient involvement.